Manufacturer narrative:
One 3rd edition service replacement dii control unit part number 72200873s3e was received on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Product failed functional testing with short circuit error message after power up. Cause of error is a defective main pcb. A shorted out hand piece or a wet hand piece connector plugged into port a receptacle could have caused damage to electronic components on main pcb. Product passed functional testing with a known good main pcb installed. Product was shipped to customer as a service replacement on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics power ii controller blew a fuse and the connected powermax elite mdu became hot and melted the drapes. The length of delay is unknown at this time. The procedure was completed with a backup. No patient or surgical staff injury was noted as a result.